Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The wire guide was returned in the lumen of the associated sphincterotome. There is wire guide coating damage near the distal end. Approximately 4.1cm to 5.5cm from the distal end is a section of bare core wire. Approximately 3.6cm to 4.1cm from the distal end, the wire guide covering has folded over itself. No section of the coating appears to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance that could potentially be related to coating damage. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report of coating damage at the distal tip of the wire guide. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all d.a.s.h.® pre-loaded with acrobat 2 wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook d.a.s.h.® pre-loaded with acrobat 2 wire guide. It was reported that the cover of the wire guide at the distal end was gone. Per further information received on 04 may 2022: the damage was at 5-10 cm far from the tip. The detached covering wasn't completely detached. The customer didn't see any parts of the cover inside the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.